Event description:
Customer reports she lost a filling while using the floss.

Manufacturer narrative:
Tooth fracture and filling/crown loss are well-documented issues when using dental floss. The loss of a crown can occur when a dental restoration that is unsound or at the end of it's life is subjected to the forces occurring during normal dental hygiene. The use of dental floss with an improperly restored tooth could exacerbate a pre-existing condition and cause unforeseen damage. Note: this report is the result of a communication between the manufacturer and the FDA's medical device policy branch where clarification was given regarding adverse event reportability. This resulted in a two-year retrospective review for reportable events in order to identify and submit all events meeting the criteria described by the FDA representative.